Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify battery out limit alarm due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 167 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.